Event description:
On (B)(6) 2001 pt. Presented for surgery with l5-s1 degenerative disc with lumbago. Procedure was for anterior spinal fusion l5-s1 with lt cage and autograft. On (B)(6) 2009 lumbar MRI shows ¿multilevel degenerative changes"..."most pronounced at l4-l5, where there is severe right and moderate left neural foraminal stenosis.¿ on (B)(6) 2009 pt. Presented with complaints of increasing pain radiating to the lower extremities. Pt. Underwent procedure for right l4-5 epidural steroid injection with concomitant right l4 selective nerve root block.¿ on (B)(6) 2009 pt. Presented for surgery with l4-5 degenerative facets and spondylolisthesis and pseudoarthrosis at l5-s1. Pt underwent surgery for l4-5 and l5-s1 posterior spinal fusion and tlif at l4-5 with medtronic capstone cage and medtronic posterior instrumentation. Bone graft and infuse was used for interbody fusion and posterior laterally. On (B)(6) 2009 pt. Presents with some increased pain. ¿the patient states he is actually feeling better after the surgery and he does not feel his pain is that bad i.e. It is certainly not worse than it was before the surgery.¿ on (B)(6) 2010 pt presents with chronic lower back and buttock pain which has been determined to arise from the sacroiliac joint.¿ procedures performed were ¿caudal epidural injection with epidurogram¿, ¿s1,s2 and s3 transforaminal needle placement¿, and ¿s1, s2, s3 lateral branch neurotomy¿. On (B)(6) 2010 cervical x-rays show ¿extensive postsurgical and degenerative changes with no abnormal motion or other acute pathology detected.¿ on (B)(6) 2010 lumbar MRI shows anterior and posterior fusion at l4-l5 and ls-s1. There is bone edema associated with the endplates at l4-l5 which may be postsurgical in etiology or represent modic endplate change. There is enhancing granulation tissue which contacts the right l4 nerve root in the l4-l5 foramen. There is moderate right l4-l5 foraminal stenosis due to disc height loss. Degenerative disc disease and facet arthropathy superior to the fusion resulting in mild to moderate right foraminal stenosis at l4-l5. No other significant stenoses.¿ on (B)(6) 2010 ¿the patient relates that he has been noticing more pain in the l2-3 and l3-4 region. He also reports more pain with lumbar extension and flexion. Upon review of his lumbar MRI studies, he does demonstrate adjacent local degeneration above his fusion site. He does have facet arthrosis at both l2-3 and l3-4 regions.¿ ¿we have tenderly set him up for facet joint injections at the l2-3 and l3-4 level.¿ on (B)(6) 2011 lumbar CT notes ¿postsurgical changes from anterior and posterior spinal fusion from l4 through s1. There is no evidence of osseous fusion between the posterolateral elements on the right at l4-l5 and the left at l5-s1. There is also no evidence of osseous fusion across the l4 ¿l5 disc space. The endplates at this level demonstrate erosive or destructive change with underlying sclerosis. No surrounding soft tissue phlegmonous changes are identified. This could represent aseptic nonunion, however discitis cannot be excluded in this context, but is not favored due to the lack of soft tissue inflammatory change. Correlation with infectious disease parameters is recommended and an MRI of the lumbar spine may be helpful as clinically indicated. There are small areas of immature osseous fusion at the l5-s1 disc space¿. ¿spondylolisthesis and facet arthropathy resulting in neural foraminal stenosis.¿ on (B)(6) 2011 ¿ pt. Presents for review of CT scan ¿still having ongoing upper back pain as the primary complaint. Still with intermittent symptoms into the right lower extremity.¿ on (B)(6) 2011 CT scan highlights degenerative changes at the l3-l4 level just above a previous l4-5 fusion. On (B)(6) 2011 ¿ongoing lumbar radiculopathy. It is not clear where his leg symptoms are coming from. Although he has degenerative changes at l2-3 and l3-4, they are not severe and are without significant neural compression.¿ on (B)(6) 2011 pt presents for follow-up and imaging review with ongoing low back pain and pain into the right leg. Injections have provided short term relief, but no sustained relief. X-ray and MRI highlight what appears to be a nonunion at the l4-5 level. There is no interbody fusion and the upper screws seem to be somewhat loose. He has advanced degenerative changes at the l3-4 level just above this. He seems to be solidly fixed and fused at the l5-s1 level. On (B)(6) 2011 pt. ¿is now 3 weeks status post anterior posterior spinal fusion for a lumbar nonunion, and extension of the fusion at the l3-4 level. Pt reports that his preoperative symptoms, which are significantly problematic, have now completely resolved.¿ follow up exams post (B)(6) 2011 surgery note the pt. Continues to have chronic pain symptoms and issues with pain management.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).